Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the frame cracked where the cylinders attached.

Manufacturer narrative:
The device was returned and it was found in the evaluation that the right and left seat rails have plastic deformation at the mounting hole where the cylinders were mounted.

Event description:
Dealer is stating that the frame cracked where the cylinders attached.